Manufacturer narrative:
No product samples were returned for investigation; however, a photograph was returned showing a ch-14 bag spike inserted into a tube adapter. There appears to be fluid confirmed on the tubing of the tube adapter. Without return of the affected samples a comprehensive investigation cannot be conducted and a probable cause cannot be determined. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified.

Event description:
The event involved a chemoclave® vented bag spike where it was reported the chemo drug leaked from the connection site between the ch14 and ch3034. The event occurred during infusion. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with unknown chemo, and no bio-hazard. The device was not reprocessed/re sterilized. There was no unprotected chemo exposure to the patient and healthcare provider. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is not available for investigation; however a sample photo was provided. Investigation is pending. Additional reporter: (B)(6).